Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the procedure, it was noted that the atrial lead exhibited loss of sensing. The atrial lead was not used and replaced. The pateint was in stable condition during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.